Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a lost sensor signal. The sensor was in use for 4 days. The customer states that the sensor electrode or needle fractured while in the body. Customer was able to remove the needle. The customers blood glucose value was unknown at the time of incident. The sensor will not be returned for analysis.